Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensors. The customer states one of their sensors broke, and two of the sensors had issues with removal of the pedestal. The customer states the sensors failed. Troubleshoot was not able to be conducted due to customer being up sent and wanting the sensors replaced. The sensors will be replaced and returned for analysis.

Manufacturer narrative:
Failure analysis was unable to confirm insertion needle anomaly on four opened and used reservoirs due to the insertion needles were separated from the sensor base.